Event description:
The facility reported that while using a microscissor to cut an iol the blades broke off.

Manufacturer narrative:
The surgeon used a 23 gauge microscissor offlabel to cut an iol. This microscissor is not intended to cut hard objects such as iols which resulted in the malfunction.